Event description:
Pt was receiving pca narcotic, pt controlled mode only, not continuous. On at least two occasions, the infuser delivered a dose of narcotic without anyone pressing the button. Follow-up established that the plug was not securely plugged into the back of the pca machine. It was not so loose that the plug fell out but it was loose enough that the plug would periodically connect and disconnect. When it re-connected or engaged it created a power surge and the pump initiated a dose on its own without the pt pressing the button. This info was shared with the company, hospira, and the pump was returned to them. During their t&I, they were unable to confirm the reported event. Reporter's biomedical dept, however, was able to recreate the event. Reporter replaced the plugs in all of these infusers.